Manufacturer narrative:
B5- "lens shifted", was also reported.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+2.0/069 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens tore, broke during injection delivery into the eye and there was no patient injury. The lens remained implanted. The cause of the event was due to user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk, a5: unk, a6: unk, d6b: unk, claim #: (B)(4).